Manufacturer narrative:
(B)(4). (B)(6). (B)(4). The device was received and the product evaluation is in progress. No conclusion can be drawn. Device history records review could not be completed without lot number. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is an update to maude (B)(4). It was reported that a patient suffered a fracture dislocation of her midfoot that was later treated with arthrodesis of the talonavicular joint and a calcaneal osteotomy. The patient experienced increasing dorsomedial left foot pain in the anterior ankle pain. A computerized tomography (CT) scan indicated small osteophyte on the talus with limited arthrosis of the midfoot subtalar joint. The previously implanted hardware - an unknown plate and three screws (one of them broken) were removed on (B)(6) 2016. The two distal screws and the more plantar proximal screw were removed easily. The dorsal proximal screw head was broken. The broken screw set was used with the trephine over the broken screw and then it was removed. During the removal of the hardware it was noted that there was an anteromedial osteophyte on the talus that impinged on the medial malleolus and anterior plafond. There was considerable synovitis and scar tissue anteriorly. The patient status was reported as stable at the end of the procedure. No surgical delays or any additional medical intervention required. Concomitant medical products: plate (part # unknown, lot # unknown, quantity 1); screws (part # unknown, lot # unknown quantity 2). This report is for one (1) cortex screw. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis a product development investigation was performed. (B)(4) reported that on (B)(6) 2016 a patient underwent a revision surgery; a right ankle arthrotomy with a deep hardware to remove a broken dorsal proximal screw. It is unknown if there were any surgical delays or any additional medical intervention required. To the reporter's knowledge, the patient was not harmed during the removal of the broken screw. There is no additional information. This complaint is confirmed. One cortex screw was received at customer quality (cq) in two pieces. The screw head is broken off the threaded shaft and loose in the bag. The threaded shaft is lodged inside an extraction bolt for 2.7 mm screws (part#309.290) and partially encapsulated in bone. Whether this complaint can be replicated at customer quality (cq) is not applicable for this complaint condition as the returned screw broke post operatively. The malfunction regarding the extraction bolt (part # 309.290 with a lot # of 9096338) will be investigated and documented in complaint file (B)(4). A visual inspection under 5 x magnification, complaint history review, drawing review, and risk assessment review were performed for the returned screw as part of this investigation. No product design issues or discrepancies were observed. A review of the device history records was unable to be performed since the lot number of the returned screw is unknown. No new, unique or different patient harms were identified as a result of this evaluation. Additionally, the calculated occurrence rate is acceptable with the applicable design and clinical risk management occurrence rate. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.